Event description:
It was reported the device was used in a lobectomy. It was reported there was bleeding from the staple line on pulmonary artery. Physician over stitched to control the bleeding. Another device was used to complete the case.